Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device retained by site.

Event description:
It was reported from the site that the patient died on (B)(6) 2017 due to a sub arachnoid hemorrhage. It was stated that there would be no autopsy available and the equipment will be retained by site or destroyed on site.  No additional information available.

Manufacturer narrative:
It was reported from the site that the patient was admitted to hospital with "16", internal cardiac defibrillator (ICD) shocks on (B)(6) 2017. Patient was then transferred to another on (B)(6) 2017 at baseline for further care. Labs were done on patient at admission, revealing that patient was (B)(6) for (B)(6) as well. Transesophageal echocardiography (tte) showed dilated left ventricle (lv) and right ventricle (rv), continuous aortic insufficiency (ai), mitral regurgitation (mr), and dilated inferior vena cava (ivc). Patient was on short-term goal of diuresis to offload heart, put on dual inotropes, and continued heart transplant evaluation. Patient then experienced left hemiparesis with confirmation of intracerebral hemorrhage on (B)(6) 2017 in the right frontoparietal and occipital areas, verified with computed tomography (CT). Patient was taken off anticoagulation therapy now. Patient continued to decline following left hemiparesis and discovery of intracerebral hemorrhaging, was intubated on (B)(6) 2017 following patient becoming non-responsive. Patient was seen by neurology with non-recoverable prognosis. Patient had support withdrawn at 1130am on (B)(6) 2017. No additional information available. The device remains with the site and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.